Event description:
The prime wire connection was not being sensed. The prime wire was zeroed in the hoop. A message appeared on the screen that the wire needed to be connected, even though the prime wire was never disconnected, the message still blinked on/off. The prime wire was reattached and still got signal that wire needed to be connected. So a new wire was used and worked.